Event description:
Information received indicates the brake will set but not hold.

Manufacturer narrative:
The technician found the brake was out of adjustment. He adjusted the brake stopper to repair the stretcher.